Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Three mitraclips were implanted, reducing mr to a grade of 2. On (B)(6) 2026, the patient presented with dyspnea. An echocardiogram was performed and revealed that one of the clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. A second mitraclip procedure was performed, and one clip was implanted, reducing mr to mild.